Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code-summary button was pressed. There was patient use associated with the reported issue. No additional information was provided. Physio-control has made multiple attempts to contact the customer in order to obtain information about both the patient and the event; however, no response appears to be forthcoming.

Manufacturer narrative:
Section e4 of the initial medwatch report indicates: initial report sent to FDA ¿ blank. Section e4 of the initial medwatch report should indicate: initial report sent to FDA ¿ no.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code-summary button was pressed. There was patient use associated with the reported issue. No additional information was provided. Physio-control has made multiple attempts to contact the customer in order to obtain information about both the patient and the event; however, no response appears to be forthcoming.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control replaced the device's power pcb assembly, battery wire harness, and battery pins as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off four times during the event. Based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code-summary button was pressed. There was patient use associated with the reported issue. No additional information was provided. Physio-control has made multiple attempts to contact the customer in order to obtain information about both the patient and the event; however, no response appears to be forthcoming.